Event description:
During the procedure the sheath was defective. The physician was unable to torque the catheter due to sheath restriction. The sheath was removed and replaced. The pt is reported as fine. The device is not being returned for co's analysis.